Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing for suspected supra ventricular tachycardia (svt) with rapid ventricular response which the device detected as ventricular tachycardia (vt). Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.